Event description:
The customer reported that their pump screen was dark and wouldn¿t turn on. The pump was at their parents' house while the customer was at college, and it had been turned off since july of an unspecified year. There was no reported impact to the customer¿s blood glucose level. The customer intended to follow up when they could troubleshoot, and technical support reviewed the case, determining that the issue was due to the pump not being in use. An sms follow-up attempt was completed by technical support. No additional information was received regarding the outcome of the event.